Event description:
Patient reported right side "encapsulation twice." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side "the surgeon removed my encapsulated implant & put it back in, unknown to me. He told me he had replaced it. The same implant then became encapsulated within weeks", implant is "on the recall list", "right heaviness. Capsular contraction right breast capsulectomy¿. The baker grade is unspecified.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.